Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted for incontinence. At the same time, a native tissue repair was performed too. Two years later, the patient required a surgery to combat sling exposure in the vagina. The part of the sling, left, was removed and the central mid-portion was over-sutured. The patient developed at some during this, a pudendal neuralgia and was referred to the pain clinic. No further information is available.